Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose (bg) ranged from 46-379 mg/dl. Bg was addressed with food or glucose tabs. Cause for low bg was possibly due to the customer being ill. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Reportedly, the customer loaded the cartridge successfully and received an accurate fill estimate.